Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. Additionally, the insulin gauge displayed 0 units and the pump did not display the accurate units of insulin. There was no reported impact to the customer's blood glucose level. Reportedly, the contact was unable to provide any details regarding the reported issues. Reportedly, the customer continued using the pump for continued insulin therapy.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged fill estimate issue could not be verified. In addition, the alleged occlusion alarm was verified in the pump logs; however, investigation could not be completed as the cartridge was not returned.